Manufacturer narrative:
Investigation summary: no product was returned. Hematuria: the cause of the hematuria was unable to be determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details. Device history lot device lot: 1956242. Device history batch subcomponent lot: n/a. Device history review device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 57 yr old female that was implanted with a impella cp for support during a high-risk cardiac procedure. It was reported that the patient's urine was light pink. In addition, the pump was measuring 4.6 on echocardiogram and was adjusted in ventricle and measured 3.6cm. The pink urine continued.